Event description:
It was reported that while attempting to insert an expedium si 7x80mm polyaxial screw into right iliac, the screw sheared and broke mid-shaft. The broken screw shaft remains in the patient and another screw was placed next to it. The bone was of extreme hardness (sclerotic) and there was difficulty with each pedicle on screw insertion and gear shift probing. While attempting to insert the poly screw, the tip of an expedium quick connect si polyaxial screwdriver sheared off into the screw. During the same procedure, an expedium single inner set screw was cross threaded and stripped with a small fragment of one of the threads coming off from the device. The torn thread was retrieved and discarded. A new set screw was placed in screw and torqued. All of the difficulties contributed to a forty five minute delay to the procedure. The following mfg. Medwatch reports are being filed for the three devices involved in this event: 1526439-2014-11768 ¿ expedium si polyaxial screw. 1526439-2014-11769 ¿ expedium si set screw. 1526439-2014-11770 ¿ expedium quick connect si polyaxial screwdriver.

Manufacturer narrative:
The expedium si polyaxial screw 7x80mm was returned for evaluation. Visual inspection revealed that the screw broke at approximately ½ inch below the transition zone between the screw polyaxial ball and shank. Fracture analysis was not possible as a result of the extensive markings that were scribed on the fracture surface from the removal of the screw. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Trend analysis found no related complaints. The root cause cannot positively be determined as additional analysis was not possible based on the condition of the fractured surface. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer and there has been no observed systemic trend. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.